Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The concentric, de novo, less than totally occluded, target lesion was located in the right coronary artery. During an unspecified time in the procedure a 2.75x24mm taxus element stent "broke". It is unknown how the procedure was completed. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: no issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A product mandrel was inserted and a stent protector was placed covering the stent. This protector may have pushed lifted struts back in place. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The concentric, de novo, less than totally occluded, target lesion was located in the right coronary artery. During an unspecified time in the procedure a 2.75x24mm taxus element stent "broke". It is unknown how the procedure was completed. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.